Event description:
On (B)(6) 2012, the distributor contacted animas and reported an unresponsive audio bolus button issue. There was no additional information available for this complaint. There was no reported adverse event associated this complaint. This complaint is being reported due to the allegation that the bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a investigators were unable to confirm or duplicate unresponsive button. The bolus button responses to every input. There was no contamination found. There was no defect found.